Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the totally occluded anatomy and/or manipulation of the device resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic total occlusion of the distal right coronary artery. A 190 cm ht progress 80 guide wire was used; however, the device failed to cross the lesion due to the anatomy. Additionally, the tip of the device was noted to be separated and was stuck in the patient anatomy and was not free-floating. There was no adverse patient sequela reported. The patient was discharged from the hospital and is stable. No additional information was provided.